Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer reported that he had low blood glucose last (B)(6) 2015. Customer's blood glucose was 200 mg/dl and current blood glucose was 357 mg/dl. Customer stated that patient had insulin reaction due to insulin pump was pushing insulin to him. Customer reported that alarm was resolved by a complete set change. The customer was advised to call back when issue persists. No further information provided.